Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon rupture occurred. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, the balloon was inflated twice at 5- to 6atm accordingly. However, at second inflation, it was noted that the balloon ruptured at about 5atm. The device was removed from the patient's body without any problem and the procedure was completed with a different device. No patient complications were reported and patient's condition was good post procedure.